Event description:
According to new information received, the delivery system would not make a bend from the right ventricle to the left ventricle; it appeared via fluoroscopy and an echocardiogram to travel straight from the internal jugular access site directly through the superior vena cava-right atrium-right ventricle (rv)-left ventricle (lv). Upon device insertion into the lv and subsequent pull back into the rv, the patient immediately lost pressure and echocardiography revealed the patient had an effusion. A perforation of the lv was not confirmed. No products are expected to be returned.

Event description:
According to the initial information received, a 12f amplatzer torqvue 45 delivery system ((B)(4)) was used to implant a 24mm amplatzer pi muscular vsd occluder ((B)(4)). As the (B)(4) was inserted in the patient, the (B)(4) punctured the right ventricle. The patient was referred to surgery due to his life-threatening injury. Additional information has been requested.

Manufacturer narrative:
Device analysis aga medical could not evaluate the product involved in this event since it was not returned to us. The delivery system's manufacturing records could not be reviewed since the lot number was not provided. However, each delivery system is inspected by certified operators to ensure each lot is acceptable during manufacturing and prior to shipment. Image review aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Conclusion the results of this investigation are inconclusive because the delivery system was not returned for analysis and medical records and images were not provided. The cause of the effusion remains unknown.

Manufacturer narrative:
Additional information has been requested. When our investigation is complete, a supplemental report will be submitted.